Manufacturer narrative:
Gehc recommended to the hospital to inspect the interface cables and the display central processing unit. Patient information could not be obtained due to country privacy laws. : the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported, at the end of a case, the unit had a system malfunction. There was no reported patient injury.